Event description:
During an angioplasty procedure of a shunt anastomosis, this balloon ruptured at 7 atmospheres with the use of an indeflator. The pt was a male (age unknown). The vessel had severe calcification, mild tortuosity. The rate of stenosis is unknown. The product was properly inspected and prepped prior to use. The physician was able to access the lesion with a guidewire with no difficulty. There is no info as to if the physician had difficulty crossing the lesion with the balloon. After the balloon had ruptured, it was safely removed from the pt and another balloon was used to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming 30 days upon receipt.